Event description:
It was reported that when a polarsheath steerable sheath was received at the hospital the package was found damaged on outer shipping box. Device shipping boxes had been crushed and the seal on the device boxes was detached. It was unknown if the sterile packaging was compromised. The device was not used and is expected to be returned.

Event description:
It was reported that when a polarsheath steerable sheath was received at the hospital the package was found damaged on outer shipping box. Device shipping boxes had been crushed and the seal on the device boxes was detached. It was unknown if the sterile packaging was compromised. The device was not used and was returned to boston scientific for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Per visual inspection the box was damaged on arrival.